Event description:
It was reported the device had rapid battery depletion after the patient's visit on (B)(6) 2010. The device was explanted and replaced. It was noted the patient was pacemaker dependant. No patient complications were reported as a result of this event. It was further reported that prior to explant the device's output was changed lowering its expected battery depletion. The patient was due back for a device follow-up check in (B)(6). Prior to the follow-up visit the patient experienced syncope and underwent cardio-pulmonary resuscitation.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Event description:
It was reported the device had rapid battery depletion after the patient's visit on (B) (6) 2010. The device was explanted and replaced. It was noted the patient was pacemaker dependent. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.